Event description:
Reporter indicated that physician confirmed lead break upon review of x-ray. Further investigation revealed that when the pt was seen for vns follow up, a lead test was performed with a high impedance result. The x-ray had previously been performed by the pt's primary care physician for an unrelated event, but the neurologist was able to review the films in the pt's chart. A copy of the x-ray was sent to the MFR who confirmed that a large portion of the lead appears in a coil above the generator and is discontinuous with the portion of the lead in the neck.